Event description:
It was reported that the arctic sun device failed calibration during preventive maintenance 2000hrs service. Per follow up information received via email on 14jun2024, device has been sent in for evaluation. Issue not resolved, device was in transit with the carrier. No patient involvement. Device was not used at the time of calibration failure. It was during onsite preventive maintenance for 2000 hours service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The reported issue was confirmed as the unit was failing calibration due to a air leak with the manifold and the inlet pressure was reading -4.4psi. The manifold assembly was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration during preventive maintenance 2000hrs service. Per follow up information received via email on 14jun2024, device has been sent in for evaluation. Issue not resolved, device was in transit with the carrier. No patient involvement. Device was not used at the time of calibration failure. It was during onsite preventive maintenance for 2000 hours service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as the unit was failing calibration due to a air leak with the manifold and the inlet pressure was reading -4.4psi. The manifold assembly was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.